Event description:
A nurse reported that during intraocular lens (iol) implant surgery, a posterior capsular tear occurred. During the initial insertion, the leading haptic was outside the injector as the lens entered the capsule. The iol was removed, refolded and reimplanted into the eye.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. The device remains implanted. Product history records could not be reviewed because the reporter did not provide a lens serial number, lot number, or any identification traceable to the manufacturing documentation. Additional info requested by fax and mail on 08/01/2008 and by phone on 07/31/2008, 08/04/2008, 08/11/2008, 08/13/2008, and 08/20/2008. A completed questionnaire has not been received. This report was mailed to FDA on: 09/26/2008.